Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. Images were not provided. The complaint investigation is inconclusive for limb detachment. The definitive root cause is unk. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported by the pt's brother that approx eleven months post filter implant, imaging demonstrated that an ivc filter leg had detached from the filter and was now located in the pulmonary artery. There has been no intervention. The filter and limb remain implanted. No pt injury. No further info is available.